Event description:
The customer contacted baxter's technical service center regarding a slow flow patient alarm, which occurred on the homechoice (hc) during use, during fill. The fill volume (fv) equaled 532ml. The home patient (hp) stated she disconnected the bags hoping that would correct the alarms. The baxter technical service representative (tsr) explained the alarm and advised them they would need to end therapy and start over. The tsr assisted in ending therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the home patient (hp) and the cause of the alarm was unknown. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.